Manufacturer narrative:
(B)(4). Batch # r5az51. Can you please provide more event details? Did this occur during the installation or removal of the cartridge with the device? Or, did this occur while removing from cartridge from the packaging? This occur while removing from cartridge from the packaging investigation summary: three photos were provided; picture one shows a gold reload from the top view. The sled can be seen in its home position and the pan is noted to be partially detached from the right side proximal end. Picture two shows a tyvek with lot number t40067 and expiration date 2023-12-31. Picture three shows a gold reload from top view. The sled appears to be partially advance and the pan is noted to be partially detached from the right side proximal end. Based on the pan partially detached noted on the reload, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,it was reported that: cartridge installation issue. The analysis results showed that one ecr60d cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an endoscopic colorectal procedure, before used, noted the pan detached from the reload. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.